Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es device was not communicating the customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es device was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the devices were not communicating, and patients were not populating. A technical support specialist (tss) requested the customer to reboot the device since it was offline in remote smart service. The customer mentioned that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.